Manufacturer narrative:
(B)(4). 211201505 215530, manufacture date(): nov 27, 2016, expiration date (): nov 27, 2026, UDI#: (B)(4). 211201505 215540, manufacture date: nov 27, 2016, expiration date (): nov 27, 2026, UDI#: (B)(4). 211201505 215560, manufacture date: nov 22, 2016, expiration date : nov 22, 2026, UDI#: (B)(4). 211201505 490720, manufacture date: sep 02, 2016, expiration date : sep 02, 2026, UDI#: (B)(4). 211201505 490710, manufacture date: sep 12, 2016, expiration date : sep 12, 2026, UDI#: (B)(4). 211201505 490700, manufacture date: sep 13, 2016, expiration date : sep 13, 2026, UDI#: (B)(4). Concomitant medical products: unk drill guide. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04965 0001825034 -2019 -05037. Device discarded.

Event description:
It was reported that the patient underwent left orif. Subsequently, during drilling, the drill snapped and a portion was retained by the patient. A second drill was used freehand which fractured too. Later, it was identified that the guide was bent. No additional patient consequences were reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.